Manufacturer narrative:
During subsequent biomed testing, the battery used during the event was found to be faulty. The device performed to specification and was put back into service. No product is being returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.